Event description:
Swollen left breast. Went to dr, had bilateral breast explant with resultant pathology diagnosis of bia-alcl. To date, 3 pet scans, MRI, various blood tests and several trips in (B)(6) in (B)(6), continuing... FDA safety report ID# (B)(4).